Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the communication failure was isolated to a broken j702 connector on the distribution node pca. The cause for the damaged j702 connector was a damaged trunk cable. The trunk cable was pulled from the strain relief. The root cause for the strained trunk cable was excessive force. No adverse event resulted from the defective electrode belt.